Event description:
Caller reported a cgm error involving their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the pump no longer displayed the error, and the caller was able to successfully start their sensor session.